Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that the tip of the router broke during a surgical procedure. It was also reported that the broken piece was retrieved from the patient. It was further reported there was a delay of 30 to 45 minutes. It was further reported there was no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that the tip of the router broke during a surgical procedure. It was also reported that the broken piece was retrieved from the patient. It was further reported there was a delay of 30 to 45 minutes. It was further reported there was no adverse consequences as a result of this event and the procedure was completed successfully.